Manufacturer narrative:
Replaced parts including monitor and potentiometer; follow-up required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that multiple failures; equipment inoperable; parts replaced on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.